Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00246, initially reported on 16-mar-2020 through esubmitter. This MDR is to reflect the additional information received. According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2018, removed and device replaced on (B)(6) 2020 due to a cylinder tubing tear/leak. The reservoir remains implanted. A titan touch pump, and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the cylinder 2 exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed rough and irregular surfaces, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all the pump tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the cylinder 2 exhaust tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, cylinder tubing leak tear. The device was replaced. Per information received on 03/03/2020, the device was replaced; however, the previous reservoir remains in the patient.